Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a crack, buttons had to be pressed harder and multiple time for response and unexplained no delivery alarm. No harm requiring medical intervention was reported. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with cracked battery tube thread noted. The p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Component connector was inspected and locked on lcd board. Pump passed displacement test, rewind test, self test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted.